Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the esc and act buttons. The insulin pump had scratched lcd window noted during visual inspection. All operating currents are within specification. No unexpected failed batt test alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 256 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.